Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also reported having sg vs bg differences. The customer¿s blood glucose level was 494 mg/dl and sensor was reading 277 mg/dl. Insulin delivery was not suspended due to sensor glucose versus blood glucose difference. Customer treated with the insulin pump. The customer declined troubleshooting for high blood glucose. It is unknown if the customer was using the auto mode feature at the time of incident. The insulin pump will not be returned for analysis. Frn-unk-rsvr , ozo-mmt-7020a-snsr, unomed set.